Manufacturer narrative:
Clinical investigation: the peritoneal dialysis (pd) patient¿s cause of death was sudden cardiac arrest. It is unknown whether or not the patient experienced sudden cardiac arrest while connected to the liberty cycler or performing pd treatment. There have been no reported allegations that indicates a liberty cycler malfunction was causally associated with the patient¿s cardiac arrest or death. Sudden cardiac arrest is not uncommon among esrd patients, while cardiovascular disease is a leading cause of mortality in this disease setting. Furthermore, the patient had many risk factors associated with sudden cardiac arrest including cardiomyopathy (with severely decreased left ventricular systolic function with an ejection fraction of 25%), significant cardiovascular, cerebrovascular and severe peripheral vascular which warranted very recent hospitalization for vascularization of critical limb ischemia due to right popliteal artery occlusion. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported patient event regarding any machine malfunction was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient expired on (B)(6) 2018 in a nursing facility. The primary cause of death was stated to be cardiac arrest, cause unknown. There was no secondary cause identified. Prior to the patient¿s death, the patient was hospitalized from (B)(6) 2018 for planned revascularization of critical limb ischemia of the right lower extremity due to right popliteal artery occlusion. The patient appeared to be in poor overall health with ongoing generalized weakness. Prior to discharge, the patient¿s code status was changed to ¿do not resuscitate¿. The patient was discharged from the hospital on (B)(6) 2018 to home health/assisted living and expired on (B)(6) 2018. It is unknown if the patient was connected to the liberty cycler or performing pd therapy when the patient expired.